Event description:
It was reported via the implant patient registry that a 27mm 7300tfx mitral valve, implanted for seven years, two months, was explanted due to unknown reasons. The explanted device was replaced with another 27mm 7300tfx mitral valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The device was not returned for evaluation, as it was discarded on-site. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors.

Event description:
It was reported via the implant patient registry that a 27mm 7300tfx mitral valve, implanted for seven years, two months, was explanted due to calcification, leaflets motion restricted, and severe mitral stenosis. The explanted device was replaced with another 27mm 7300tfx mitral valve. Per the medical records, the patient presented with worsening dyspnea on exertion symptoms and was found with severe mitral stenosis. The patient underwent a redo mvr. The valve was removed and replaced with another 27mm 7300tfx mitral valve. Tee showed well seated and excellent function of the valve. The patient was transferred to the ICU in stable condition. Postoperatively, the patient was discharged in stable condition.